Event description:
In 2006, the lay patient contacted lifescan (lfs) canada alleging that his one touch ultra meter was displaying the error 4 message. The medical affairs specialist (mas) sent follow-up questions to lfs and received answeres next day which are incorporated with the information initially supplied to lfs. The patient's diabetes medication regimen is as follows: metformin 500mg, 4 times a day; avandia 8 mg per day; "gluconorm" 6 mg per day; and 24 units levemir insulin before bed. The patient does not adjust his medication dosages based on his meter readings. The patient tested with the reported meter before bed, around 10:00 pm twelve days earlier. He did not recall the result obtained. He took his levemir insulin at bedtime as usual. At 1:30 to 2:00 am he was sweating. He attempted to test with the reproted meter; the meter displayed the error 4 message. The patient drank apple juice and a felt "a bit" better. The customer care advocate (cca) confirmed that the patient used correct testing technique. The test strips were in good condition. The cca walked the patient through retesting with a new vial of test strips. The error 4 issue was not resolved. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.